Manufacturer narrative:
The customer reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 no channel ID.

Event description:
It was reported that the device will not show the channel ID. The device is not powering up and constantly blowing fuses on the motor control board. The tech recommended replacing the motor control board. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device will not show the channel ID. The device is not powering up and constantly blowing fuses on the motor control board. The tech recommended replacing the motor control board. There was no patient involvement.